Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed draining open wounds under left therapy pad and under right and left electrodes. Patient reported that they were also having a full body allergic reaction to penicillin that resulted in open wounds. Patient reported that they were in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation is improving.